Event description:
Meter was prompting the error 2 message. The pt neither alleged harm nor experienced injury or medical intervention. Pt had a cold, bronchitis, asthma, felt tired, and dizzy. Pt visited their physician and had their blood glucose level checked. No treatment was administered. The pt was walked through troubleshooting and the issue was not resolved. Pt's meter, test strips, and control solution were replaced.